Event description:
A caller reported a delivery issue with their replacement adc device sensor. It was initially reported that the adc device detached prematurely and a replacement device was ordered. The caller called back to report that the ordered device was not delivered and as a result, the customer experienced cold sweat and was provided a glucose pill by a family member for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.